Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, noise was noted on right atrial (ra) lead resulting in sensing anomaly. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.